Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross transseptal sheath selected for percutaneous catheter myocardial ablation for use. During the procedure, it was noted that three-way stopcock was damaged at valve part during suction at the initial inguinal insertion. Also, it was reported that a leak was observed. Hence, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that fluid was observed.

Event description:
It was reported that versacross transseptal sheath selected for percutaneous catheter myocardial ablation for use. During the procedure, it was noted that three-way stopcock was damaged at valve part during suction at the initial inguinal insertion. Also, it was reported that a leak was observed. Hence, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.